Event description:
The light on an airtraq a-011 intubation blade failed to turn on, both when connected to the a-390 camera and when independently triggered by the orange on/off button on the blade. The blade was removed from sealed packaging at the time of use. Patient was already in cardiac arrest when utilization of this blade was attempted.

Event description:
Additional information received for report mw5158247 on 8/14/2024 for procode ccw. The light on an airtraq a-011 intubation blade failed to turn on, both when connected to the a-390 camera and when independently triggered by the orange on/off button on the blade. The blade was removed from sealed packaging at the time of use.

Event description:
The light on an airtraq a-011 intubation blade failed to turn on, both when connected to the a-390 camera and when independently triggered by the orange on/off button on the blade. The blade was removed from sealed packaging at the time of use. Patient was already in cardiac arrest when utilization of this blade was attempted.

Event description:
Additional information received for report mw5158247 on 8/14/2024 for procode ccw. The light on an airtraq a-011 intubation blade failed to turn on, both when connected to the a-390 camera and when independently triggered by the orange on/off button on the blade. The blade was removed from sealed packaging at the time of use.